Manufacturer narrative:
A beckman coulter customer support (cts) specialist assisted the customer troubleshoot the au5800 clinical chemistry analyzer over the phone. The cts was unable to resolve the issue and service was requested. A beckman coulter field service (fse) was dispatched to the site. The fse evaluated the instrument and found that the sample syringe was old. The fse replaced the sample and wash syringe which resolved the issue. No further issues were noted after replacing syringes. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the au5800 clinical chemistry analyzer generated erroneous high ise (ion selective electrode) patient results fir sodium (na), potassium (k), and chloride (cl) on cell #1. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographic.